Manufacturer narrative:
Information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: not applicable, as the lens remains implanted. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was implanted normally. After the implantation two scratches were found on the lens. No interventions are required, as the scratches are only on the edge of the lens optics. The patient status is unknown. No further information was provided.